Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3. Analysis was performed on [product ID 97755 lot# serial# (B)(6) ] analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they were having issues charging their ins this morning. Pt notified a manufacturer representative (rep) of the issue and the rep walked pt through resetting the controller but it did not resolve the issue; the rep then told pt to call the manufacturer. Pt stated when they plugged in the recharger (rtm) to the controller recharging not available install medtronic battery pack (78) displayed on the controller. Pt stated there was 40% battery left (ps understood controller battery). During the call pt confirmed no visible damage to the rtm, controller, battery pack, and controller charging port. The pt was walked through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powers on. Pt inserted the battery pack and confirmed green light was flashing on the face of the controller. Pt then connected recharger and recharging not available (78) displayed on the screen again. Pt mentioned the rtm was a little warm but not warmer than usual when charging ins. The issue was not resolved. An email was sent to the repair department to replace the rtm. No symptoms were reported. Additional information was received from the patient. Pt said they received rtm replacement, however, they were still experiencing the same issue. Pt was still receiving the install the bp when trying to recharge. When pt plugged the controller in ac power, the green light started to flash and controller battery was at 100% (ins in the red). Pt inspected the battery and battery compartment; pt said they both looked good. Pss sent email to repair for controller replacement.